Event description:
Patient fell and experienced low intertroch / subtroch fracture with vertical fracture to pyriformis. Femoral plate was implanted same day. Approximately 4 months postop patient experienced pain. She presented 3 weeks later at office visit and x-ray showed broken plate. Surgeon removed hardware and revised to tfn.

Manufacturer narrative:
The device history record was reviewed and revealed no complaint anomalies; this lot met all dimensional and visual criteria at the time of manufacture and release.